Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) for six patient samples. Of those six, it was determined only one sample had erroneous na results that were reported outside of the laboratory. The initial na result was 160 mmol/l and was reported outside of the laboratory. The sample was repeated on the same instrument, and generated a result of 136 mmol/l. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. The lot number and expiration date of the na electrode was requested, but could not be provided by the customer. The field service representative found a leaky valve. He replaced the fitting on the valve. The customer performed calibration and qc, which were "all in".

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.